Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the (malfunction or reported issue).

Event description:
The information provided indicated the consumer reported a tampon unraveled, leaving pieces behind. She was experiencing headaches, heavy cramps, sharp pains, and an infection. She sought medical attention and was admitted to the hospital to ensure all pieces were removed.